Manufacturer narrative:
Attachment: a user facility mandatory medwatch report was rec'd on (B)(4) 2010. (B)(4). The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel; (B)(4).

Event description:
User facility mandatory medwatch rec'd that stated: "pt had been receiving taxotere infusion for approx 15 minutes when he reported his shirt felt wet. The tubing was found to be leaking just above the location where it was connected to the saline line." Upon further query the following information was provided that indicated a leak of a chemotherapeutic agent. The primary tubing set was being used to deliver an unspecified volume of normal saline via a symbiq pump. At an unspecified time, the option-lok male adapter of a second tubing set was connected to the clave y-site of the primary tubing set to deliver an unspecified concentration of taxotere in 250 ml via second symbiq pump. It was reported that 15 minutes after the delivery was started, the pt's shirt became wet. Leakage of solution was noted at the connection of the option-lok and the clave y-site. The pt's skin was washed with soap and water according to the user facility's protocol. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no delay in therapy critical for this pt. No medical interventions were required. Though requested, no additional information was provided.